Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system was giving mc (modular chemistry) probe obstruction errors. Customer reported that when she inspected the probe, she noticed the probe collar wash was leaking. Customer reported that the volume of the leak was about 20 to 30 ml customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the mc wash collar was not draining, due to fibrous mass in the waste valve. The fse removed the fibrous mass in the waste valve and resolved the issue.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).